Event description:
A surgeon reported that during a vitrectomy procedure, with the iop control setting at 30mmhg, a pressure drop was noted and the eye became unstable. At 60mmhg the stability of the eye was not satisfactory but acceptable. The case was continued and completed without further incident. There was no harm or subsequent injury to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).